Manufacturer narrative:
This MDR should be considered cancelled. This was a qc failure. Erroneous results would be suspected and lead to retesting. This will not likely lead to a serious adverse event.

Event description:
It was reported that while using 60 plate pseudosel agar 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer did several tests the 14th of july but the results of the fertility were not good."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ pseudosel¿ agar catalog number 297882 which is a class 1, 510(k) exempt device.

Event description:
It was reported that while using 60 plate pseudosel agar 90mm 20 atypical growth was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "the customer did several tests the 14th of july but the results of the fertility were not good".